Manufacturer narrative:
Additional information has been provided in d.10, d.11, g.1, g.2, h.3, h.6 and h.10. The system was examined and the reported event was not replicated. However, the fluidics was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The cassette lot complaint history was reviewed, this is first for this issue for this lot. The device history record shows the product was released per specifications. The used returned sample was visually inspected and no obvious defects were observed. A calibrated console representing the current software version was used to test the sample. The sample could prime and pass iop calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the irrigation bottle to the drain bag without any interfering. The infusion pressure and aspiration pressure was measured at multiple set points throughout the console range and met specifications. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, there was no irrigation compensation during aspiration. Aspiration was poor. Iop (intraocular pressure) was fluctuating on the device. There were no error messages. There was no patient impact. The procedure was completed using the same device. Additional information has been requested.